Event description:
New information received notes that the dislodgement was confirmed with fluoroscopy on the day of revision during clinic check.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented after post procedure device interrogation, under sensing and loss of capture was noted on the right ventricular(rv) lead. The dislodgement of the lead was suspected. The physician was notified and temporary programming changes were made. The physician repositioned the dislodged rv lead from the high septum to the rv apex. Tricuspid regurgitation was noted. After the placement, appropriate fixation was tested with gentle traction. The patient was stable. The device was reprogrammed to original settings and tested and confirmed for appropriate functioning.